Event description:
Additional information provided: the procedure was a tlh.

Manufacturer narrative:
(B)(4). Additional attempts have been made to obtain additional information and device return for evaluation. A supplemental will be sent when new information becomes available. (B)(4).

Event description:
According to the reporter: the needle broke while surgeon was suturing. Additional information requested but not yet received.